Event description:
The evis exera iii duodenovideoscope was returned to olympus for maintenance with a customer complaint of scratches found at the insertion tube. During inspection, foreign matter was found at the connecting tube, and forceps elevator. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of scratches on the insertion tube was not confirmed. Additionally, it was discovered during inspection that the connecting tube had foreign objects, along with the forceps elevator containing foreign material. The foreign material was yellowish/brown in color but it is unknown what the foreign material was. The following findings were also identified, and are as follows: (a.) The bending cover adhesive had deterioration and separation on the thread-wound sections, (b.) The insertion tube buckled and coating peeled off, (c.) The connecting tube had foreign objects, (d.) The connecting tube had a scratch, (e.) The angle knob rotation / angulation directions/ knob play/ bending angles in the up/down/left direction did not meet the standard value, (f.) Due to wear of angle wire, the play of up/down u/d knob is out of the standard value, (g.) Due to wear of angle wire, the play of right/ left r/l knob is out of the standard value, (h.) The control unit had a scratch, (I.) The grip had a scratch, (j.) The switch button 1 had a scratch, (k.) And the scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the air/water channel clogged with foreign material during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.